Manufacturer narrative:
Date of event - unknown the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The de novo target lesions were located distally below the knee. There was mild vessel tortuosity and mild calcification at the target lesion. The angiographic data for target lesion 1 showed the reference vessel diameter 3mm, the lesion length 15mm, pre-procedure 80% stenosis, and post-procedure 30% stenosis. The lesion morphology showed eccentric stenosis and tight stenosis lesion. The angiographic data for target lesion 2 showed the reference vessel diameter 3mm, lesion length 10mm, pre-procedure 80% stenosis, and post-procedure 5% stenosis. The lesion morphology showed eccentric stenosis and tight stenosis lesion. The patient experienced pain during the procedure. The one-month patient follow up in (B) (6) of 2005 stated that the follow-up assessment was performed by duplex. The target lesion remained patent following the procedure. The patient did not experience an adverse event since procedure. The patient did not have any intervention since the procedure on any vessel. The three-month patient follow up in (B) (6) of 2005 documented that the target lesion remained patent following the procedure. The patient did not experience an adverse event since procedure. The patient did not have any intervention since the procedure on any vessel. The six-month patient follow up in (B) (6) of 2005 documented that the target lesion remained patent following the procedure. The patient did not experience an adverse event since procedure. The patient did not have any intervention since the procedure on any vessel. The twelve-month patient follow up in (B) (6) of 2006 documented that the target lesion remained patent following the procedure. The patient experienced an adverse event of necrotic toe with amputation since the procedure. The date of the amputation was not provided. No additional data was provided.